Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop nodes in their right lung,sinus problems,naal/throat irritation related to a CPAP device's sound abatement foam.there is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were three errors found.  The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.unit was scrapped. Section h health effect -clinical code was missed to capture in previous MDR,now it is corrected and updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nodes in their right lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
Additional information was received on 07 nov, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop nodes in their right lung,sinus problems,naal/throat irritation related to a CPAP device's sound abatement foam.there is no report of the medical intervention that the patient has received at this time. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.